Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited a gradual increase in pacing impedance measurements from 1000 ohms to 2700 ohms over the past year. Additionally, threshold measurements had also increased. A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for evaluation.